Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was related to a scanner issue. A technical support specialist assisted to check with information technology team to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a malfunction related to the scanner and the qr code for medication was not scanning. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.